Event description:
Information received from the field does not address the patient's clinical status but notes that the device was pacing erratically between 30 ppm and 60 ppm and telemetry readings were abnormal. Reprogramming was unsuccessful, therefore, the device was replaced.